Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It is reported that the patient experienced leakage issue on (B)(6) 2026. It was stated that the infusion set tubing leaking at the site which leads to high blood glucose and was treated by correction bolus via pump.